Event description:
The customer contact reported a disconnection. The patient was receiving an unspecified solution via the tubing set. It was reported that when the anesthesiologist accessed an unspecified port on the manifold to deliver diprivan, the female adapter disconnected from the manifold. The female adapter and manifold were reconnected and the diprivan was delivered. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.